Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient stated his bg must have been lower than the cgm as he passed out a restaurant and required medical treatment. The cgm and bg values at the time of the event were not provided. The patient became diaphoretic, hot, and ¿just didn¿t feel right¿ prior to losing consciousness. An ambulance was called, the patient was treated with IV fluids and an unspecified medication to increase his blood glucose, and transported to the emergency department (ed). In the ed, the patient¿s cgm displayed 209 mg/dl but his bg was 166 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.